Event description:
A philips field service engineer (fse) identified a co2 malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.